Event description:
This event involved a patient who experienced inadequate power charge in the batteries approximately 2 years after heartware lvad implantation. The vad coordinator stated that the patient reported that 6 of his/her batteries will not hold its power for more than two hours. The batteries were electively removed from the patient and a new set of batteries were supplied. There were no injures associated with this event. However, preliminary evaluation and testing has confirmed a malfunction in 5 of the 6 returned batteries due to an internal faulty cell and improper assembly. These incidental findings were then re-assessed per our sop requirements, and determined to be reportable. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of five reports (3007042319-2013-00152, 153, 154, 155 and 156) submitted for devices related to the same event.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event analysis, visual & functional testing and manufacturing record review. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The reported event for "inadequate power charge" was confirmed on five of the six batteries returned for analysis. Functional testing of battery (B)(4) revealed an open circuit. Functional testing on batteries (B)(4) showed defective cell pair capable of being unable to maintain a stable charge/discharge rate. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of five reports (3007042319-2013-00152, 00153, 00154, 00155 and 00156) submitted for devices related to the same event.